Event description:
A hospital in (B)(6) reported, via a distributor, that the chamber of an mr290v humidification chamber had a crack, which caused the leakage. It was further reported that the hospital staff seemed to have overlooked the crack on the chamber before it was used. This event occurred during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.